Event description:
It was reported that post-paced t-wave oversensing was observed on a stored egm. The patient was asymptomatic. The programming changes were made.

Manufacturer narrative:
UDI (di): (B)(4).